Event description:
It was reported that the patient underwent pump replacement under monitored anesthesia care. The patient had been on morphine 3.5 mg/day via the previous pump. The implanted catheter was disconnected from the old pump, the drug "dripped free" and had cerebrospinal fluid in it when connected to the pump and priming bolus was delivered. The new pump was programmed to deliver a bolus of morphine 25 mg/ml, .395 ml over 22 min and then deliver morphine 25 mg/ml at 1.5 mg/day, in simple continuous mode. The catheter tip location was unknown. The programming was rechecked post-surgery and no issues were noted. The patient was discharged to home at 5 or 6 pm that evening and was doing fine later that evening. The following morning, the patient was found deceased at home. The patient was hospitalized approx one month previous for cardiac related problems. Per the coronary, the death has been ruled due to natural causes; no autopsy was performed. The patient had been prescribed ritalin for respiratory depression, but had not used that drug.